Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that on (B)(6) 2018 a customer¿s adc freestyle libre sensor detached while removing her clothes. Customer began to experience ¿sweating of hands, she became irritated and her stomach got itchy¿. Customer contacted her endocrinologist and was instructed to self-administer a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed with the sensor or with the adhesive pads. Blood was present on the adhesive and sensor plug's snaps were curled indicating that the sensor was inserted properly. A review of the dhrs (device history review) showed no rework or deviations at the time of manufacture. The complaint is not confirmed.

Event description:
A healthcare provider reported that on (B)(6) 2018 a customer¿s adc freestyle libre sensor detached while removing her clothes. Customer began to experience ¿sweating of hands, she became irritated and her stomach got itchy¿. Customer contacted her endocrinologist and was instructed to self-administer a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.